Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from the date the manufacturer was made aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 20237619.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.